Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that replacement product is giving error messages.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 467 mg/dl. Customer stated that when she obtained this result she took medication (two glucotrol's and one metformin) and several hours later her blood sugar was 58 mg/dl non-fasting. Customer stated when she obtained the result of 58mg/dl non-fasting she had felt drunk and hot. Customer stated she ate a sugar free cookie and took two glucose tablets. Customer is not concerned with low results only the high. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is 03/24/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that replacement product is giving error messages. Initial report submitted with "product no returned in sections d and h". Need correction as product was retuned (meter only).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 467 mg/dl. Customer stated that when she obtained this result she took medication (two glucotrol's and one metformin) and several hours later her blood sugar was 58 mg/dl non-fasting. Customer stated when she obtained the result of 58mg/dl non-fasting she had felt drunk and hot. Customer stated she ate a sugar free cookie and took two glucose tablets. Customer is not concerned with low results only the high. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 : 119mg/dl, date: (B)(6) 2019, time: 8:17pm fasting, result 2 : 58mg/dl, date: (B)(6) 2019, time: 10:30pm non-fasting, result 3 : 61mg/dl, date: (B)(6) 2019, time: 10:06pm non-fasting, result 4 : 59mg/dl, date: (B)(6) 2019, time: 9:58pm non-fasting, result 5 : 97mg/dl, date: (B)(6) 2019, time: 6:13pm fasting.